Event description:
The complainant alleged while monitoring a patient (age and gender unknown), the device displayed a "low battery" message and shut down within 90 seconds. The complainant indicated that the battery was replaced with a fully charged battery with the same result. The complainant indicated that the reported malfunction had no adverse effect to the pt.